Event description:
Related manufacturing reference 9680001-2017-00047. During an atrial flutter/atrial tachycardia procedure, the catheter was not visualized as expected, causing the case to be abandoned. The catheter tip became elongated and shifted intermittently during radiofrequency ablation and after ablation had stopped. There were no known consequences to the patient due to the cancellation of the procedure.

Manufacturer narrative:
The complaint alleges an issue with shifting and elongation of the ablation catheter which is consistent with noise/distortion on the ablation catheter. Software files were returned however they cannot be used to determine the cause of the noise. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the serial number is unknown.